Event description:
It was reported that the procedure was to treat an unspecified artery. There was resistance advancing the xience v over the whisper guide wire. The stent was deployed and during removal the catheter stuck on the guide wire. There was no damage noted to the guide wire or the catheter. The procedure took longer than normal due to the resistance between the two devices. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. Evaluation summary: the device was returned for analysis. The resistance with the devices was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Based on the reviewed information, no product deficiency was identified. The hi-torque whisper, referenced in is being filed under a separate manufacturing report number.